Manufacturer narrative:
D10 concomitant products: forcefxcze, force fx-cze (serial#:(B)(6)), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mastectomy procedure, the two units that were used at the same time needed an evaluation. Patient had brady heart rate. Atropine, chest compressions (less than 5 minutes) and epinephrine were required to correct the bradycardia. Patient hospitalization was also prolonged for cardiac work-up.

Manufacturer narrative:
Correction: d10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.